Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported a cerebral spinal fluid (csf) leak occurred during the patient's scs trial procedure. Reportedly, a blood patch was performed and the trial procedure was completed.

Event description:
Additional information obtained identified the patient was asymptomatic.